Event description:
Patient implanted with prodisc-l at l5-s1 on an unknown date. Follow up visit x-rays showed pars fracture at l5. Patient sought a second opinion from another surgeon. Second surgeon scheduled removal of pdl on (B)(6) 2010. Patient will be revised to anterior/posterior fusion. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Hardware was scheduled for removal (B)(6) 2010. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.